Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se reseated all connections in the compressor compartment. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 980 ventilator had a compressor inoperative and generated and error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.